Event description:
Subsequent information received stated: two overlapping graftmaster stents were placed with "still late", but reduced contrast extravasation. No additional intervention was performed.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left below the knee popliteal artery with the use of a non-abbott device. It was noted that contrast extravasation was present. Two overlapping graftmaster stents were placed with late, but reduced contrast extravasation that was likely due to a guide wire micro perforation of a geniculate collateral. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Further, a review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 30-june-2012 and the implant procedure date is (B)(6) 2012. It should be noted that the IFU states to carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use: used in the left below knee popliteal space. The customer reported the device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information. The other graftmaster stent indicated in is being filed under a separate manufacturer report number.